Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation in the proximal to mid left anterior descending artery. A 3.5 x 16 mm graftmaster covered stent was implanted. The covered stent sealed the perforation where it was implanted. However, it was noted that the perforation was larger than anticipated; therefore, another 3.5 x 16 mm graftmaster covered stent was implanted. As there was still extravasation of contrast, balloon angioplasty was performed to seal the perforation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.